Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a follow up, the nurse reported the patient's postoperative refraction was 1.25 diopters more than that target. The lens was exchanged. The event resolved following the exchange procedure. The use of an unapproved handpiece was reported during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 09/27/2012. (B)(4).